Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp areas of both leaflet 2 and 3. Moderate calcification was also noticed in the cusp area of leaflet 1. Heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 9mm. Moderate to heavy host tissue overgrowth also encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 7mm. Calcification and host tissue could have restricted mobility in the leaflets and led to stenosis. Vegetation or growth was evident on the cusp area of leaflet 3. The x-ray demonstrated calcification and distorted wireform at the commissures. Approximately 50% of metal band circumference was exposed on the inflow aspect. Entire circumference of sewing ring was cut. Wireform was exposed at commissure 3. These damages are most likely due to explant or implant. Method: x-ray. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no patient history has been provided; therefore, we are unable to conclusively determine root cause for calcification of this device.

Event description:
Edwards has learned of a 25mm pericardial valve explanted after an implant duration of nine (9) years, eight (8) months and eleven (11) days due to unknown reasons. Device is available for return. No patient information or reason for explant has been provided.

Manufacturer narrative:
The device has not been received for evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional patient history or event information has been provided by the health care provider to indicate reason for explant or condition of the device. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.